Event description:
Information was received indicating that a cadd administration set, under infused the drug meropenam. It was reported the patient flushes easily with brisk blood return. Per reporter volume was 800, stop volume 16, measured volume 30 and the calculated under infusion was 1.8 percent. No additional information is available at this time.

Manufacturer narrative:
Foreign: (B)(6).